Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was an elective replacement indicator (eri) seen implantable neurostimulator (ins). It was noted that when the ins was checked today with the clinician programmer, high impedances were seen on all 8-15 contacts. There were no therapy issues reported. A longevity calculation was perform based on the following settings: 360 pw, 40 hz, 2.7 volts, 485 ohms and 360 pw 6.1 volts with impedances >4000 ohms with an estimated longevity of 22 months. Based on the longevity estimate, the eri did not seem appropriate. Follow up information received from the manufacturer¿s representative on (B)(6) 2016 reported the cause of the high impedances were on electrodes 8-15 was not determined. The ins battery was replaced on (B)(6) 2016 with a rechargeable model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.